Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the permanent cautery hook instrument grip cable is derailed from its normal position on the pulley. Isi did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the derailed yaw cable to be related to the customer reported complaint. The instrument was found to have a derailed yaw cable at the distal idler pulley. The yaw motion may be imprecise as a result. Additional observation not reported by site that is related to the primary failure was also identified: the permanent cautery hook instrument was found to have a frayed yaw cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. Additional observation not reported by site that is not related to the customer reported complaint was also identified: the permanent cautery hook instrument was found to have the life indicator prematurely activated. The housing was removed and found the life indicator rotated when the instrument is not expired. A review of the instrument log showed the instrument had eight lives remaining and not expired.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook instrument cable was derailed from the pole and could not be use in any further procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook instrument was inspected prior to use and there was no issues noted. There was no loss of cautery and no signs of thermal damage. There were no fragments that fell and no collisions with other instruments.